Event description:
A malfunction alarm labeled as "malf 16" was reported. There was no reported adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, as it was still under warranty. The customer was guided to use a backup insulin pump and received instructions on putting the faulty pump into storage mode before returning it with a prepaid label within ten days.